Manufacturer narrative:
(B)(4) . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The reamer would not properly engage in the t-handle. The handle would also not engage very well with the other reamer.

Manufacturer narrative:
(B)(4). Examination of the returned device confirms the mating issue; a functional check found the t-handle would not attach to the mating instrument. A complaint database search on the provided product code identified similar reports of the handle mating issue. Previous investigations found eco (B)(4) was implemented on may 30, 2008 for both ease of manufacturing and improved function. The date code for the t-handle pg1007 indicates the instrument was manufactured in october of 2007, prior to the design changes. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.